Event description:
My son was hospitalized due to pump malfunctioning. He was using lot 8 infusion sets. At the time he was hospitalized, I did not know that the infusion sets had been recalled. I do not have the exact date, but I can get it. Diagnosis or reason for use: supplies sent to us. Event reappeared after reintroduction: no.